Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl and diabetic ketoacidosis. Reportedly, the pump touch screen was missing pixels and customer could not interact with pump. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.